Event description:
Per the audiologist, the patient's parents reported the pt's "slow deterioration" in performance when using the cochlear implant system. An x-ray done (date not reported), "seemed to be ok" for device placement. Results of an integrity test done in 2007 showed normal receiver/stimulator function with unusual responses on both ground electrodes. In 2008, the patient reported facial nerve stimulation and non-auditory pain with stimulation. A repeat integrity test done in 2008 was consistent with normal receiver/stimulator function with unusual responses on both ground electrodes. Explant/reimplant plans were not reported at the time of this report filed, the following month.

Manufacturer narrative:
This type of event is addressed in the device labeling.